Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges consumer was performing pressure tilt as directed to full tilt when the back gave away. Consumer was belted in the chair and had to release belt and drag herself to the bed to call nursing staff.